Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated a p-wave amplitude measurement issue. Beginning (B)(6) 2015 min pwave amplitude measured 0.625 mv.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high sensing integrity counter (sic) possibly due to t-wave oversensing (twos) and/or double counting. The lead was reprogrammed. Further investigation revealed high thresholds and a loss of capture at max outputs for both the rv and atrial leads, and it was determined that both leads had dislodged. The rv lead was explanted and replaced, and the atrial lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.